Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had no capture and was not sensing. The right ventricular lead had high threshold. Both the lead were capped and replaced by new leads. No patient complications were reported as a result of this event.